Event description:
The customer contacted philips healthcare and initially reported that the device failed to shock a patient. The symptom was clarified to be that the paramedics were delivering transcutaneous pacing but were unable to achieve pacing capture. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.